Manufacturer narrative:
No deviation found in the production and sterilization records.

Event description:
The case concerns a patient with events of reoccurring deep infections. This patient has been treated with the opra implant system and enrolled in the (B)(6) study at (B)(6) in 2019. In (B)(6) 2020, the patient was diagnosed with a deep infection engaging the fixture and the surrounding bone. Despite treatment with systemic antibiotics and local surgical interventions the infection could not be controlled. The surgeons decided to remove the fixture. The surgery was performed at (B)(6) hospital on (B)(6) 2022. The event of deep infection diagnosed in (B)(6) 2020 was reported to FDA under 3011386779-2020-00030, followed up under case (B)(4). Since then no other information has been received regarding the reported complication. The fixture extraction is therefore reported separately. The ae status is assessed by the treating team as resolved/resolving as expected and will be followed up only if any new findings will be reported to integrum.